Event description:
The lay user/patient contacted lifescan (lfs) in 2007 and alleged that her meter was reading inaccurately high. The patient stated that approximately 3 weeks before calling lfs, she tested on her meter at 3:45 p.m. And obtained a result of 300mg/dl. She took humalog insulin based on the meter result. She reported that within a few minutes she came hypoglycemic. She administered self-treatment for the low blood glucose symptoms. It would have been helpful to know: her mediation regimen, what the low blood glucose symptoms were, what she administered for treatment , whether she had symptoms at the time of the 300 mg/dl, her prior results, whether she ate prior to the event, and if she tested while having low symptoms, if so, what the result was. There is no information regarding the troubleshooting of the meter. This complaint is being reported, as the patient alleged she obtained a high result, took short-acting insulin based on the meter reading, and soon after became hypoglycemic, for which she was able to self treat. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.